Event description:
The report stated that in a radio frequency ablation, the cool tip electrode was posteriorly placed through to the lung tumor. The electrode was held in place by a pair of criles cvd artery forceps, the radiologist was advised by the company representative that was present, not to use a metal forceps as this could conduct current and cause a burn. The doctor advised me that she had used the same technique before, so she continued with the procedure. One minute into the procedure, the patient skin around the incision site discolored, the generator was shut down. Forceps were removed and the procedure continued without incident. The doctor acknowledged the cause of the incident and will use a swab or plastic forceps to hold the electrode. Electrode has damage along the shaft which may have been incurred from the forceps. Pictures sent are inconclusive, but the degree of burn is greater than 1st degree.

Manufacturer narrative:
The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.